Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of discomfort at the scs ipg implant site. Consequently, surgical intervention was taken and the patient's scs ipg site was moved from the right buttock to the abdomen area. The patient stated he was satisfied with the results postoperatively.